Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they lose all their settings on their insulin pump every time they change out the batteries on the pump. The customer was informed that the issue may be due to a damaged battery cap. The customer was advised to change the infusion set and reservoir for the no delivery alarms. The customer does not want to send the reservoir set back for analysis. The customer was sent a new battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)